Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s father) contacted lifescan (lfs) alleging that his daughter¿s onetouch ping meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter claimed that the subject meter was reading inaccurately between 7am and 9am on (B)(6) 2017, when his wife tested the patient¿s blood glucose level and obtained alleged inaccurately high/erratic results of ¿77, 80 and 75 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ criteria for precision. The patient manages her diabetes with insulin pump therapy. The reporter indicated that the reported results were within the normal/expected range for the patient but that about 10 minutes prior to obtaining the results, the patient had developed ¿severe hypoglycemia¿ with symptoms of ¿paralysis down the left side of her body.¿ the reporter indicated that the patient was taken to the emergency medical centre and was given ¿3 juice boxes on the way to hospital.¿ he reported that on arrival at hospital, the patient¿s blood glucose level was measured on the ER/hospital meter at ¿67 mg/dl¿, within 15-20 minutes of the previous results, and the patient was given a ¿5% dextrose drip.¿ the reporter indicated that the healthcare professionals were concerned that the patient had experienced a ¿stroke¿ so the patient was flown by helicopter from nebraska to the children¿s hospital in denver colorado, where she received a cat scan, MRI and eeg tests. The reporter suggested that while at the hospital, several tests were performed comparing results on the subject meter to those on the hospital meter and the results were consistently ¿40-60 points¿ higher. From this, he reported that the healthcare professionals had concluded that his daughter¿s blood glucose level must have been in the ¿teens or twenties¿ at the time of the reported incident. It was reported that the patient was discharged from hospital on the evening of march 26, 2017. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. The reporter did not have the subject meter with him at the time of the call and he indicated that the test strips had been ¿thrown away¿; no test strip lot number was provided. The reporter indicated that control solution tests had been in-range. In the absence of the test strips, the patient¿s meter and control solution were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.